Event description:
It was reported: 'or advised tha the grafts are coming out too thin'. "The only thing that I know about this case was the day that the dermatome was put on my desk broken." Additional information was requested numerous times by integra.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.